Manufacturer narrative:
(B)(4). There can be several root causes of leaflet immobility or leaflet restriction. Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes including calcification. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards received additional information that this 25mm bioprosthetic aortic heart valve was explanted due to aortic stenosis. Upon visualization, the valve leaflets were intact, but heavily calcified. The leaflets corresponding to the right and non-coronary sinus were completely immobile due to calcification. The left sinus leaflet was calcified at the annulus but the free edge remained mobile. No vegetations were noted and the leaflets themselves were not incompetent. This was excised and a #23 mechanical valve was used in replacement. The patient tolerated the procedure well and was transferred to the intensive care unit in stable, but critical condition; he was later discharged.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Device not to be evaluated as the patient has a history of hepatitis c. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, the cause of the event cannot be determined; however, patient factors and progression of valvular disease likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25 mm aortic valve was explanted after an implant duration of approximately seven (7) years, eight (8) months, due to aortic stenosis. It was noted that the leaflets were stiff. The patient had a peak gradient of 59 mmhg. The explanted valve was replaced with a mechanical non-edwards valve. There were no complications with the redo-avr; the patient is doing well.